Event description:
The pt's spouse noticed pt was weak and shaky with hypoglycemic symptoms. Spouse was giving pt orange juice and glucose tablets and they passed out. The suspect device was used to check blood glucose and a result of 84 mg/dl was obtained. Emergency medical technicians were called and they checked pt's glucose at 14 mg/dl on their meter. Pt was treated by the emergency medical technicians with an unknown injection. Controls were used on the system and they were out of range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.